Event description:
Hill-rom received a report from the account stating the right side rail would not latch. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the side rail not latching due to a liquid substance causing the latch to stick. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned the side rail to resolve the issue. Based on this info, no further action is required.